Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out procedure. During the procedure, it was noted that the right ventricle lead had an insulation breach. The insulation breach was fixed using the repair kit during the same procedure on 19 may 2021. Patient was stable.